Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. To fix the issue, the getinge service territory manager (stm) removed and replaced the cart power supply and the power supply monitor pc board, then proceeded to complete pm. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site; his contact information are as follows:(B)(6).

Event description:
It was reported that during scheduled preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), it was discovered that the unit would intermittently fail to recognize when it was connected to ac power. This resulted in an intermittent failure to charge the batteries. There was no patient involvement and no adverse event was reported.